Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head fully retracted inside the sheath. During our evaluation the snare handle cannula was visually examined and noted to be bent. The device was function tested by manipulating the handle, the snare head would advance and retract, however resistance was felt due to the bend on the handle cannula. The snare head jumps out due to the bend. The continuity from the electrical pin to the snare head was tested and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut simulated tissue as expected. There were no other anomalies to report on this device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to: "fully retract and extend snare to confirm smooth operation of device." Damage to the product can occur if the device experiences excessive pressure during use. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used an acusnare polypectomy snare soft. When the polypectomy snare opened and was placed around the polyp the cutting wire, exposed portion in the handle, bent which kept the physician from cutting the polyp [subject of report]. Another of the same device and lot number was used to complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.